Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had a blood glucose level of 505 mg/dl at the time of the call. Caller stated that the customer had high blood glucose levels since earlier in the day of the call even after treating with the insulin pump. The caller reported that the high blood glucose level was eventually treated with a manual injection. The caller confirmed that the customer's cannula was bent. Troubleshooting showed that the insulin pump was functioning properly. The device was not replaced or returned for analysis.